Manufacturer narrative:
The device was not returned for analysis. We checked the dhf/dmr files for this device, there were no problems observed during the checking dhf/dmr files. According to previous experience, the most likely reason that caused inaccurate measurements is that user didn't follow the instructions in the user manual to clean the probe tip.we are currently trying to retrieve the device to investigate it and determine the root cause of the event.

Event description:
A consumer reported that he noticed that the philips ear thermometer provided inaccurate measurements a couple of months ago. He reported that in one instance especially he took his child to the doctor despite the thermometer measuring normal temperature. At the doctor's, it turned out that the child had a high fever and an infection. The child was consequently admitted to the hospital and treated with antibiotics. He has recovered since.